Event description:
Pump with single inlet cassette activated the flush feature with no flush bag attached. Pump was taken to clinical engineering for testing and this action was duplicated under controlled situation. Pump was taken out of service.